Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low and high blood glucose. Customer stated that she had high blood glucose and customer was unsure why blood glucose was high and could not get it down unless she treated with manual injection. Customer's blood glucose was over 500 plus mg/dl. Customer stated that the doctor took him off the insulin pump and sensor until her next appointment. Customer was advised by her doctor to go back to injections. Customer declined to do troubleshooting. The customer was advised to retrieve the settings and to upload the information to carelink before removing the battery from the insulin pump. No further information provided.